Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported the pacing lead threshold increased. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly was found.